Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
During a coronary stenting procedure, a 2.50 x 28mm cypher stent failed to cross the target lesion. There was no patient injury reported. The product was received with a secondary failure. The stent was flared at the proximal end.